Event description:
There was an allegation of questionable ise indirect gen.2 sodium results from the cobas 6000 c 501 module. One example was provided of an initial result of 151 mmol/l that was reported outside of the laboratory. The repeat result was 141 mmol/l and was believed correct. The electrode lot number was u74. The expiration date was requested but was not provided.

Manufacturer narrative:
The customer replaced the kcl solution, recalibrated, and ran qc. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the issue was resolved by the customer's actions.